Manufacturer narrative:
An event regarding wear involving an exeter stem was reported. The event was confirmed. Visual inspection was performed as part of the material analysis report (mar), dated 14- mar- 2018. Images of the device are included in the mar. The returned stem and ceramic head are shown. The head was fractured. The devices were evaluated with the aid of a stereomicroscope at magnifications up to 50x. The trunnion, neck, and shoulder areas of the stem are shown. These portions contained abrasion and wear damage throughout their surfaces, consistent with contact with the ceramic head fragments. Wear damage including the diameter reduction of the trunnion was observed, consistent with contact with the ceramic head. Anterior, posterior, medial, and lateral views of the distal stem portion are shown. The stem had areas of surface material damage on the medial side consistent with micromotion effects due to cement mantle breakdown. Dimensional inspection: the reported clinical event does not relate to a dimensional issue. Functional inspection: not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. Material analysis: a material analysis has been performed. The report concluded: the ceramic head was fractured. The location of the fracture origin(s) could not be determined due to secondary chipping on the fracture surfaces. The trunnion, neck, and shoulder areas of the stem contained abrasion damage throughout their surfaces, consistent with contact with the ceramic head. Metal transfer markings were observed on the female taper and the stress relief feature, consistent with rotational contact with the trunnion. The stress relief feature is not designed to be in direct contact with the proximal portion of the trunnion; a loading condition that can lead to its fracture. A non-stryker cemented cup was used with the returned devices. Eds analysis results indicated that the compositions for the stem and head were consistent with specification requirements. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: I have seen the records and x-rays of this patient with a ceramic head fracture some 3,5-years post implantation in a revision surgery. X-rays post implantation until post event and next revision show an exeter stem with poly cup plus x-mesh and impaction bone grafting, after previous surgery for an unknown cup problem with bone loss on the acetabular side. Component position is quite adequate for both stem and cup while also the x-mesh is not too big to protrude into the joint space and potentially cause problems with impingement. Hip offset is a bit on the small side, this could theoretically promote bony impingement with overload but the degree is not such that this would inevitably cause problems. So, some theoretical risk factors to contribute to overload may be present but significant evidence is missing to confirm this as clear contributing factor to failure. This case can unfortunately not be solved with the current information. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided . Further information is needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the patient underwent a thr approximately 3 years ago and an exeter stem and ceramic head were implanted at that time. The patient presented with pain and was revised for a broken ceramic head. When the patient was opened, grey matter suggestive of metallosis was present in the hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient underwent a thr approximately 3 years ago and an exeter stem and ceramic head were implanted at that time. The patient presented with pain and was revised for a broken ceramic head. When the patient was opened, grey matter suggestive of metallosis was present in the hip.